Event description:
It was reported that during a ptca / stenting treatment procedure the maverick monorail balloon ruputed at 8 atm's on the fourth inflation. (The initial three inflations were also to 8 atm's). The maverick monorail balloon was being used to pre-dilate the lesion for stent placement. The balloon rupture was noted when the catheter was removed following pre-dilatation. The pt was asymptomatic during the event. The lesion being pre-dilated was a cicular, calcified lesion in an unspecified coronary artery. The stenting procedure was successfully completed. Pt status is reproted as 'good'.